Event description:
This patient was an accident drowning victim that had been submersed greater than 15 minutes. The patient was brought to the ed with severe acidosis, and probable anoxic brain damage. Orders were received to maintain body temperature between 32 and 34 degrees c for 24 hours with a gaymar external cooling blanket. When the hypothermia blanket was removed, the patient was noted to have multiple, scattered fluid filled blisters on his back. Some blisters were intact and some had burst.